Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; no specific value was provided. Reportedly, customer was sleeping during the event and no action was taken to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended.